Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image being too bright could not be identified. However, it¿s likely the cause is related to the brightness level being set to max. The event can be detected/prevented by following the instructions for use which state: instructions/evis exera iii xenon light source/olympus clv-190 chapter 4 inspection if the emergency lamp indicator on the control panel lights up turn the light source off and then on again and try to ignite the examination lamp again. If the emergency lamp indicator still lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. If, after following the steps above, the emergency lamp indicator continues to light up, contact olympus. 4.7 inspection of the examination light. ·confirm that the examination light is emitted from the distal end of the endoscope (see figure 4.5). When the lamp light intensity decreases even if the ¿500 h¿ indicator does not light up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. Chapter 6 lamp replacement 6.1 replacement of the examination (xenon) lamp. Always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s image was too bright following a lamp replacement. There was no patient harm reported from this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended checking the brightness setting. The customer noted that it was at ¿auto & max¿. Tac then informed the customer to make the setting ¿0¿, then to follow up with a scope to test the image, and double check the cables in the back of the unit. The customer noted that he did not have a scope to check the device at the time. Tac followed up with the customer at a later date, and the customer concluded that the unit was functioning properly after their last call.